Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving morphine at an unknown concentration and dose via an implantable pump. The indication for use was noted as non-malignant pain and headache. It was reported the patient reported to the emergency room (ER) because his pump was alarming. The patient was released from the ER because he was not symptomatic. The managing physician checked the last interrogation report and determined it was an eri (elective replacement indicator) alarm. No environmental/external/patient factors that may have led or contributed to the issue or troubleshooting was reported. The patient was given oral medication and would be scheduled for a replacement. The issue was resolved at the time of the report. The patient status at the time of the report was 'alive: no injury'. It was further reported by the patient that the pump stopped working and he had a replacement scheduled for the (B)(6) 2019. The patient was working with the physician to see if it could be replaced sooner. The patient stated that he took medication over the weekend to control his withdrawal. The patient stated that he had dry needling done on (B)(6) 2019 and later in the day the pump started beeping. The pump had not been interrogated but he had been in communication with his physician. It was further reported by an hcp via a rep that the pump had two motor stalls occur, one on (B)(6) 2019 with a recovery of 5 minutes after occurring and one on (B)(6) 2019. The patient denied any recent mris. The physician replaced the pump and no catheter revisions were made. The pump was being sent back for analysis. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.